Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 2 of the bd safetyglide¿ needles were unable to push the vaccine through to prime the needle. The following information was provided by the initial reporter: customer reports block needle issue. 2 occurrences. "Hello. Two of our nurses brought it to my attention today that they are again having the same issue with needles as we were having last fall. They went to give infant vaccines and had 2 needles in a row that they could not push the vaccine through to prime the needle.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd safetyglide¿ needles were unable to push the vaccine through to prime the needle. The following information was provided by the initial reporter: verbatim: customer reports block needle issue. 2 occurrences. "Hello. 2 of our nurses brought it to my attention today that they are again having the same issue with needles as we were having last fall. They went to give infant vaccines and had 2 needles in a row that they could not push the vaccine through to prime the needle.